Manufacturer narrative:
Device passed the displacement test and self test. Device received with unresponsive keypad at the "left" button due to moisture damage on the electronic assembly. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button was unresponsive. Customer states the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.